Event description:
It was reported when using the bd¿ syringe there was leakage. The following information was provided by the initial reporter. The customer stated: "the syringe leaked when the liquid was aspirated."

Manufacturer narrative:
Investigation summary: a device history record review was completed for provided lot number 2011204. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty retained samples of the same lot number were obtained for further evaluation by our quality engineer team. The retained samples were inspected and no signs of defect were identified. Per the provided feedback, it is possible that the reported incident resulted from damage to the plunger lip component. This type of damage may occur during the handling of the product through the manufacturing process or within the plunger assembly machine. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. A quality initiative was opened with the aim of reducing the recurrence of this type of defect.